Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden increase in pacing impedance on the right ventricular (rv) lead channel. The rv lead is a non-boston scientific product. The impedance returned within range afterwards. Provocation maneuvers were performed, and the impedance spike was unable to be reproduced. Technical services (ts) reviewed the reports and suggested troubleshooting actions, such as evaluation of the lead, x-ray imaging, and reprogramming. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a sudden increase in pacing impedance on the right ventricular (rv) lead channel. The rv lead is a non-boston scientific product. The impedance returned within range afterwards. Provocation maneuvers were performed, and the impedance spike was unable to be reproduced. Technical services (ts) reviewed the reports and suggested troubleshooting actions, such as evaluation of the lead, x-ray imaging, and reprogramming. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.